Event description:
The bushing blocker instrument broke while trying to remove the screw and plate. The plate had to be cut into 3 pieces with a bur to be removed. The dr expressed concern over risk to the pt. The problem resulted in an extra hour under anesthesia and metal debris was introduced into the wound.